Manufacturer narrative:
A service call was made. All tasks were performed on the unexpected reaction checklist and nothing was found to be out of specification. Pi lab performed an antibody screen on the neo to confirm the reactivity of the jka antigen on retention capture-r ready screen (pooled) plates lot n447 using retention anti-jka lot 614007-1. Controls performed as expected and screen was positive as expected. Retention product performed as expected. Performed an antibody screen on customer's submitted sample, sample 4 p and sample 2, the neo using retention capture-r ready-screen (pooled), lot n447 and retention capture-r ready indicator red cell, lot 221526. Controls performed as expected. Both samples resulted equivocal (visually negative). Performed an antibody screen on customer's submitted sample, sample 4 p and sample 2, the neo using retention capture-r ready-screen (pooled), lot n450 and retention capture-r ready indicator red cell, lot 221526. Controls performed as expected. Sample 4 p resulted negative and sample 2 resulted 1+. Performed an antibody screen on customer's submitted sample, sample 4 p and sample 2, the neo using retention capture-r ready-screen (pooled), lot n451 and retention capture-r ready indicator red cell, lot 221526. Controls performed as expected. Sample 4 p resulted 1+ and sample 2 resulted 3+.

Event description:
Customer reported an unexpected negative result with the capture-r ready-screen (pooled cells) when testing a patient sample with a known anti-jka on the galileo neo. The results appeared visually positive.